Manufacturer narrative:
The renew cautery probe handpiece, 34cm (model 6924) was used with the renew l-hook tip, disposable (model 6172) when the adverse event occurred.

Event description:
During a surgical procedure, the tip of the renew cautery probe handpiece broke, causing the renew l-hook tip, disposable (model 6172) separated from the handpiece, and fell into the patient. The renew l-hook tip was removed from the patient. There was no harm to the patient.